Event description:
User alleges that had one event of a resuscitator face mask not being properly inflated and could not be sealed on the pt's face. Another mask was obtained and no adverse outcome reported.